Manufacturer narrative:
This report is being supplemented to provide updates on the following section. The following sections were updated: e2, e3, g3, g6, h2, h6 and h10.

Manufacturer narrative:
The subject was returned to olympus (B)(4) service site. The reported complaint was confirmed. It was found that there was no output power due to pins inside the transducer receptacle were broken. No additional defects/malfunctions were noted. The device has been previously serviced by olympus. Therefore, a service history review will replace DHR (device history record) review. This device was recently estimated by olympus in (B)(4) on (B)(6) 2021. At that time, damage of pins inside the transducer receptacle was observed. The device was repaired and returned to manufacturer specification. The reported failure is a known phenomenon and is produced as a result of damage to the transducer receptacle. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. On page 14 of the device IFU (instruction for use), the transducer receptacle is addressed, it states : connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. On page 20, connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor the field performance of this device.

Event description:
As reported, when the transducer is connected, an ¿error¿ message displayed on the device. The customer confirmed that they did not check the device before the treatment and the message appeared during treatment. Replacing the transducer did not help. There was no patient harm or injury reported due to the event. There was no user injury reported.